Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer confirmed received pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Pump passed the displacement test and self-test. Test p-cap locked into the reservoir tube successfully. Expected pump error 23 alarm noted during boot up. No unexpected pump error 23 alarms noted during testing. Pump successfully downloaded to thump. Expected pump error 23 was found in the history files on 30-mar-2024 at 10:50:08.00. Pump error 63 variable 21 alarm was found in the history files on 30-mar-2024 at 10:48:52.00 due to an rf chip failure. Pump error 4 alarm was found in the history files on motor mcu did not receive the acknowledge from main mcu. The pump was cut open for visual inspection and found moisture on pcba 1 and the force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. Unexpected pump error 23 was not confirmed during testing. Pump error 63 and pump error 4 alarms were confirmed due to hardware error anomalies. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.